Event description:
It was reported the patient felt a terrific, excruciating pain in the left side of their head starting the night prior to this report. The patient all of a sudden felt the pain coming through the left side of their head where the implant was when they were sitting in their living room and they picked up their home phone to answer it. The patient further clarified that it felt like a shocking sensation. This had never happened before and last event was the first time they experienced it. At the time of this report the patient was holding their phone on the left side of their now and they did not feel any pain and nothing was bothering them. The patient had no falls and they had an appointment scheduled with their healthcare professional (hcp) on (B)(6) 2014. The patient did not have any falls, but they do ¿just kind of bounce off the walls when I walk because walls are more stable.¿ sometimes the patient was dizzy when they got up to move so they lean up against the wall, walk as far as they can, and then use their cane. The patient stated their symptoms have always been that way, but it seemed to be a little bit worse. The patient¿s hcp had told them to turn the implantable neurostimulator (ins) off at night to save the battery. Every morning thepatient uses the patient programmer to make s ure the ins is working. On the day of this report the patient noticed the ins battery was down to 50 percent. After troubleshooting the ins was found to be on and okay and the programmer battery was down to 50 percent. The patient also mentioned they saw a ¿half moon.¿ during troubleshooting the patient had a hard time scrolling down to select the ins battery row, but they did see 3v and 3 .08v. On (B)(6) 2014, the patient reported they bumped their head. The patient had no changes in therapy and there were no open wounds or bleeding, but they did have some tenderness in the head from where they bumped it. The patient further stated that they had lumps on the top of their head since implant. The patient did not have an appointment to see their hcp again until december. Twelve days later the patient reported they were still concerned about the tenderness in this head. The patient stated they had memory issues and some depression, but the depression was not a new symptom and it was an ongoing issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0m07c, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0m07c, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).